Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their blood glucose was 430 mg/dl. The patient treated via manual insulin injection. Additionally, the insulin pump alarmed no delivery; the customer resolved the issue by changing the infusion set and reservoir. The insulin pump was not returned for analysis.